Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a stent could not be deployed in the superficial femoral artery/proximal popliteal artery using the deployment mechanism. Another product was successfully used for patient treatment. No report of patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned sample confirmed the reported failure to deploy the stent due to the breakage of a force transmitting component. The condition of the returned device indicates the presence of high release force. Increased friction in the distal catheter section is considered the reason for the increased release force and subsequent deployment failure. Potential contributing factors have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. In this case, the tracking path was reported to be tortuous. The event also may be use-related as rough handling of the device can lead to deformation and subsequent friction increase. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." (B)(4).